Manufacturer narrative:
Evaluation: lab examination of returned item revealed no defect. Underwater leak testing revealed no leaks in the iab. Testing for occult blood within the balloon was negative. Probable cause of difficulty: based on event description and physical evidence, there was no leak in the iab. It is possible that during insertion blood flowed between the folds of the membrane and exited near the catheter-membrane junction, leading to the perception that balloon had leaked. Datascope has incorporated this channeling phenomenon in its instructions for use for all stat iabs.

Event description:
Blood was emerging near the balloon/catheter junction. The iab was removed and a second was inserted. (Event complications: none from the event - reported 1/6/97.) (Pt's current status: ccu with iabp pt'd 1/6/97).